Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m-55 lead 2013-(B)(6). (B)(4).

Event description:
It was further reported that the patient had several episodes of "noise" that they believe to be electromagnetic interference (emi). It was also reported that there were 4 non-sustained episodes that were listed in the counters however, were missing in the episodes list along with missing egms. Programming recommendations were made to the nurse by the technician. The device remains in use. No patient complications have been reported as a result of this event.